Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The exact date of implant is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there were no issues at the index procedure. One-week post-operative a CT showed no anomalies. However, the patient had a complaint of leg pain and another CT revealed occlusion between the flow divider of left limb and distal side of left stent graft. There was a collateral vessel and the physician performed a femoral-femoral bypass. The patient recovered. The physician commented that this limb occlusion is not related to endurant stent graft. No additional clinical sequelae were reported and the patient is fine.